Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Upon initiation of treatment, the leak was visually observed and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 250mml's. Pt was moved to a new machine and began treatment again. Pt had no adverse effects from the blood leak. Pt's stat hemoglobin was checked at the pt's next treatment and it was within range. Sample has been discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within specification.